Event description:
Treatment of a large unruptured amorphous aneurysm measuring 13mm x 6.5mm located in the ophthalmic segment of the ica (internal carotid artery). Dual antiplatelet therapy was given. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal end of the pipeline would not open until fully deployed and needed manipulation of the marksman and navien catheter. A scepter balloon was used to post dilate the pipeline once it was deployed. Post procedural angiogram showed slow flow into the aneurysm. The patient was reported to be doing fine. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).